Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the motor device were damaged, the cable/cord/wiring of the device were damaged, and there was a hole/cut in the hose of the device. It was noted that the motor and control were damaged, there was liquid damage, the hose was cracked, and the locking side was damaged. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, and locatile and cable assessment. It was noted in the service order that the hose was torn, and there was a cooling pump error. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.